Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the returned device identified: deformation, fold creases, brown particles. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured breast implants due to the patient¿s concern with the product, fluid within the pocket, and capsular contracture.

Event description:
Healthcare professional reported "exchange of textured breast implants due to the patient¿s concern with the product." Later during surgery, healthcare professional reported left side "fluid within the pocket, and bilateral capsular contracture" (baker grade unknown) which required capsulotomy. The device has been explanted and replaced.